Event description:
It was reported that during a percutaneous intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in an unknown severely tortuous artery. The 8mm x 1.50mm apex flex balloon catheter was selected for pre-dillation and advanced to the target lesion. Upon the first inflation, the balloon ruptured at an unknown atm. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).